Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an initial implant procedure, high, out of range, pacing lead impedance was observed on the right ventricular lead. Physician was also unable to perform threshold test. Lead was not used and was replaced. Patient was stable.